Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead exhibited noise oversensed and inappropriate mode switch episodes. The lead was explanted and replaced. The patient tolerated procedure well and was discharged.